Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt in a severely calcified vessel. A 5.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilatation. The balloon was inflated twice. However, during the second inflation shortly before the rated burst pressure, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient was in good condition after the procedure.

Manufacturer narrative:
Initial reporter city: (B)(6).